Event description:
Related manufacturer reference number: 1627487-2021-18647. Related manufacturer reference number: 1627487-2021-18648. Related manufacturer reference number: 1627487-2021-18658. Related manufacturer reference number: 1627487-2021-18659. It was reported that the patient was experiencing drainage and redness at the midline and pocket incision sites. Reportedly, the surrounding tissue was red and inflamed and the patient experienced a fever that resolved on (B)(6) 2021. As a result, the physician administered antibiotics and explanted the patient's system, as infection was noted when the patient was taken to the or.

Manufacturer narrative:
A patient had their system explanted due to a suspected infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown. Date of event is estimated.